Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds, low sensing and dislodgement were noted on the right atrial (ra) lead. The lead was explanted and replaced, however difficulties with the helix of the replacement lead were encountered, which was not functioning properly after rotation. It was noted the helix mechanism was not operating properly. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.